Manufacturer narrative:
Describe event or problem.

Event description:
Device 1 of 2; reference MFR. Report# 1627487-2019-02564. It was confirmed that this was previously reported on reference (1627487-2017-08498 and 1627487-2017-08499) after this report as submitted.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-02564. It was reported that the patient's leads had migrated due to a car accident. As a result, the leads were explanted and replaced. Effective therapy was restored post-op.